Manufacturer narrative:
(B)(4). The device is currently en route to the MFR for inspection. We will provide a f/u report with the results of our investigation.

Event description:
A hosp in (B)(6) reported that a 900mr561 temperature probe malfunctioned. No pt consequence was reported.